Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. Upon further investigation the tones were due to an alert for out-of-range (oor) left ventricular (lv) pacing impedances. Technical services informed that the device will continue to emit tones every six hours until the alert is cleared by a programmer. At this time, the device and lv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. Upon further investigation the tones were due to an alert for out-of-range (oor) left ventricular (lv) pacing impedances. Technical services informed that the device will continue to emit tones every six hours until the alert is cleared by a programmer. At this time, the device and lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.